Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges wrongful death of the patient; past, present and future damages, pain and suffering and permanent injury, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided on alleged patient death. Based on medical record review, post implant of perfix plug, the patient diagnosed with infection, abscess thereby underwent removal of mesh. Attorney alleges that the patient had abscess, obstruction, bowel removal, infection, mesh migration, pain, seroma, mesh entangled in colon and death due to sepsis. No information regarding patient¿s death in the medical records provided to date and no autopsy report, or death certificate have been provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2008) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol perfix plug on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges wrongful death of the patient. Attorney also alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with left recurrent incarcerated inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, "the hernia was reduced. A big opening was noted. A perfix plug was placed and sutured." (B)(6) 2018 - patient visited hospital for consultation. It was mentioned that "surgical consultation is requested for the patient who presented at that time with perforated diverticulitis leading to infection of the mesh from previous left inguinal hernia repair. Patient underwent a hartmann's procedure with resection of diverticular abscess and a wide drainage of left groin. The mesh was firmly incorporated into the tissue and not completely resected, although the bulk of mesh in the abdomen was removed." Attorney alleges that the patient had abscess, obstruction, bowel removal, infection, mesh migration, pain, seroma, mesh entangled in colon and death due to sepsis.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges wrongful death of the patient; past, present and future damages, pain and suffering and permanent injury, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol perfix plug on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges wrongful death of the patient. Attorney also alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.